Event description:
It was reported to philips that the device required a replacement capacitor. There was no patient involvement. Per service support of the reported issue with the device, the cause was traced to a faulty therapy capacitor. A replacement part was ordered for the customer. Per service support of the reported issue with the device, the cause was traced to a faulty therapy capacitor. A replacement part was ordered for the customer.

Event description:
It was reported to philips that the device required a replacement capacitor. There was no patient involvement.